Event description:
It was reported that the ventilator had shut down with an audible alarm while connected to the patient. The customer also reported that the ventilator was having charging problems. The rt placed the patient on another ventilator. No patient harm reported.